Event description:
It was reported to philips the device battery was depleted. The device was reported to be in use, however, no direct adverse event to the patient or user was reported. A philips repair bench technician evaluated the device and confirmed the issue. The battery needs replacement. Upon conclusion of the evaluation, it was determined this was a malfunction of the battery. The customer to order battery for their replacement. The device remains with the customer.